Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were not responding properly. The reporter stated that the keypad cover was damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was peeling off the base. The returned battery cap was unable to secure properly on to the pump. Using a test battery cap, the pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded properly. Unrelated to the button cover issue, damage was found to the pump casing, the verify screen was dim and discolored, and the battery cap was stripped and damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.